Manufacturer narrative:
Concomitant medical products: 4194-78 lead; 5076-45 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy from the right ventricular (rv) lead due to noise. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also reportedly explanted and replaced due to short battery life. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The inappropriate therapy was due to oversensing, not noise.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated oversensing associated with the right ventricular lead. Analysis of the data indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the data indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the data indicated oversensing due to non-physiologic signals and the unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.